Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 us experienced an alarm and then the device shutdown. The customer confirmed there was no patient involved.

Manufacturer narrative:
Results of investigation: the suspect device was return for investigation. Vyaire medical was unable to established the exact root cause since both reported issues were no longer reproducible. Log file analysis has not shown any signs for an unintended ventilation stop or shut-down. No unit problem detected.